Event description:
The pt experienced sound perception problems and intermittent lock between the external equipment and the cochlear implant. The pt was seen by a co rep for device eval. External equipment was exchanged. However, the reported problem was not resolved. Testing performed confirmed that the device was not functioning. The decision was made to explant the pt's device. Surgery to explant the pt's cii device is to be scheduled.